Event description:
Boston scientific received information that during a routine follow up visit, this pacemaker had 1.5 years of life remaining with automatic capture activated. Some months later a second follow up was performed and the device had declared elective replacement time (ert) with high voltage outputs at 5 volts with automatic capture activated. This pacemaker was removed and replaced due to suspected premature battery depletion (pbd). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.